Event description:
The representative reports the patient was confused post-operatively and went into atrial fibrillation (patient has prior history) subsequent to implantation of dbs lead products in 2006. The exact date of onset was not provided. The physician recommended the patient not return to their home state for rehabilitation treatment, but the patient was transferred at the request of the family. The patient's parkinson's medications were held at the out-state hospital contrary to the recommendations of the implanting facility. The patient went into renal failure and sepsis. The patient reportedly had two dbs leads implanted. The representative indicated the patient may be too sick and may not receive system implant. Additional information has been requested from the physician. The products have not been recieved by the MFR. A follow up MDR will be sent to FDA if additional information becomes available. See MFR report number 2649622200602311.